Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited potential loss of capture and wasn't "firing". It was noted that the patient experienced dizziness. The ipg remains in use. No further patient complications have been reported as a result of this event.